Event description:
Boston scientific received information that during a routine check of this system, right ventricular (rv) pacing impedance measurements were greater than 2000 ohms which has been a known issue since the associated device was replaced. Additionally, noise was noted on the rv high voltage channel and inappropriate anti-tachycardia pacing (atp) therapy with no capture. The caller stated that an inappropriate shock was noted in (B)(6) 2012. The patient stated he felt a shock in (B)(6) 2012, however, the caller was unable to locate the shock that was given at that time. The caller expressed concern regarding the supposed shock that the patient received in (B)(6) 2012. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific technical services consultant had the caller perform isometrics which produced some noise on the high voltage electrograms but no noise was noted on the rate sense portion. The consultant suggested an x-ray to rule out a lead to device connection issue. The x-ray was unremarkable for an interface issue. The consultant reviewed the device data and confirmed the last delivered shock was in (B)(6) 2012. It is possible that the patient felt the atp therapy in (B)(6) 2012. The system remains implanted and no other adverse events have been reported. The patient will continue to be monitored. This product issue will be updated if additional information is received.